Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and had a high and low blood glucose events. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error and blood glucose was at 475 mg/dl. Customer was feeling sick and vomited. Unable to treat for high blood glucose due to no backup plan available. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported that a motor position encoder error was found in the insulin pump alarm history. Customer had a no delivery alarm that was resolved by a reservoir and infusion set change. Customer had a low blood glucose of 56 mg/dl and treated with insulin pump and food. Customer declined high and low blood glucose troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.